Event description:
Two devices (part #: cev134) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev134 (lot: 201011mf5) - manufacturing date: 11/2010. Complaint/facility: (B)(6). The tubes were leaking and a coating defect was noted. Note: this MDR is being filed as a result of the internal review of complaints form medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of device returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).